Event description:
It was reported the pt had not used nor changed her ipg in approximately 7 years and her ipg will no longer communicate with external devices. It was reported the pt's health is declining and she may need the system removed for a MRI procedure. It was reported the next course of action is currently undetermined.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.